Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which 2 patients developed hemopericardium that required pericardial puncture in atrial fibrillation ablation procedures where the nrg transseptal needle was used among other devices, including decapolar catheter (biosense webster), 3.5mm navistar thermocool smarttouch (surroundflow) (biosense webster), and ep-workmate (st. Jude medical). There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] yoshimoto, I., iriki, y., oketani, n., okui, h., ichiki, h., maenosono, r., . . . Ohishi, m. (2020). A randomized comparison of two direct oral anticoagulants for patients undergoing cardiac ablation with a contemporary warfarin control arm. J interv card electrophysiol. Doi:10.1007/s10840-020-00732-y.